Manufacturer narrative:
Analysis of the device confirmed the reported issue of overheating and found deterioration of the nose, washer, o-ring, motor and bearing due to dirt and rust. The device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Handpiece was put under thermal test and the temperatures were as followed 100.1f, 158f, 113f. The device has not yet been repaired and is still awaiting complete analysis results. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheated. There was no patient impact.